Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ins was not flipped and it was changed out today ((B)(6) 2017). She will send it back in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was getting poor communication and they thought the ins was dead. The patient usually charged every 3 ¿ 4 weeks. The patient reported that the last time they successfully charged was 3 ¿ 4 weeks prior to the call, but they did not charge to full. It was reported that the recharger and device were not syncing properly. No symptoms or complications were reported. Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep) indicated that the patient presented with an overdischarge and charging was never achieved. Contributing factors to the event included patient compliance and work environment. The patient was concerned that the security scanners may affect the ins. Diagnostics and troubleshooting included an antenna locator and physician mode trickle charge. The patient was scheduled for an ins replacement on (B)(6) 2017. It was noted that the issue was not resolved at the time of the report and the patient¿s status was alive ¿ no injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the ins, serial (B)(4), found no significant anomaly ins passed final functional test. Analysis identified that the ins is functioning within specifications but has reduced capacity due to overdischarge. (B)(4). If information is provided in the future, a supplemental report will be issued.